Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 320 or 330 mg/dl during a stress test. The customer took off the pump before the test and it was the cause of her high readings. The customer stated that she ended up in the emergency room. The customer stated that the meter is also not communicating with the pump. However, the customer got the issue taken care of. The customer was advised to call back.